Event description:
The customer reported that the autopulse platform (sn: (B)(6) displayed persistent user advisory (ua) 34 (communication fault with position encoder) upon powering on. The representative attempted to change the lifeband, but the error persisted. In addition, the representative also indicated that when the lifeband was locked into place, the latches were loose and not tight. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn 20882) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.